Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during use. The technical service representative (tsr) explained the alarm. The tsr advised to let the nurse know about the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with a home patient (hp) on (B)(6) 2012 regarding the system error 2240. The hp stated that the door on the homechoice (hc) was defective when they first received it and that could be the cause of the alarm. The hp talked to their peritoneal dialysis nurse (pdrn) about the alarm and the pdrn stated that the pressure in the door of the homechoice (hc) could be the cause. The supplies were unavailable. The lot number was unavailable. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.